Manufacturer narrative:
The device was explanted for an unspecified reason three months following the initial clinical observations. Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
A boston scientific technical services consultant discussed performing follow ups on a monthly schedule and to replace the device within thirty days of elective replacement indicator (eri) being triggered. The device remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD)displayed a monitoring voltage of 2.54v. The caller expressed concern regarding earlier than expected battery depletion and requested a longevity estimate. The device is included in the shortened replacement window advisory population. No adverse patient effects have been reported.